Event description:
Adverse event(s): five cases canceled (surgical procedure, delayed). Product problem(s): system would not power on (failure to power-up). The customer reported the system would not power on. Five cases were canceled. A system was borrowed from the sister facility and the last three cases were completed. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The pcb, host module, and power supply were replaced and will be sent for in-house evaluation. The software was updated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).